Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor was not pairing with the ilet; after guided troubleshooting that included confirming the sensor was not already in warmup and performing a magnet pairing procedure, the sensor successfully initiated warmup and proceeded toward transmitting glucose data. Symptoms included no adverse clinical effects reported. Outcomes included restoration of sensor pairing and expected resumption of glucose readings after warmup. Investigation included remote technical troubleshooting and user education. Investigation of this case revealed a pairing failure resolved through standard pairing recovery steps, indicating no persistent hardware malfunction identified with the ilet or the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing difficulty resolved by standard troubleshooting.